Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited phrenic nerve stimulation intermittently since the implant procedure. Replacement of the lv lead was attempted during the device upgrade procedure, but it was unsuccessful due to patient anatomy. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.